Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the vision side cart (vsc) would not power on. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the customer to check the main switch breaker status and the customer stated that it displayed a warning message of no signal. Therefore, the tse guided the customer to reseat all power cords at the power strip and toggle all the switch breakers on the endoscope controller, video processor and core. The integrated electrosurgical unit (iesu) was well powered. The tse informed the caller that the iesu had its own power source. The tse also asked the customer to move the power cord to another ac wall outlet location. The procedure was converted to laparoscopy surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power tray assembly to resolve the issue. The system was tested and verified as ready for use. The core power tray assembly was returned for failure analysis, and the reported failure was replicated and confirmed. The core power tray assembly was installed and tested in a final test system, and the vision side cart (vsc) was not powering up. Power supply 1 had no voltage.